Event description:
It was reported by an unauthorized svc technician that a intra-oral dentotime x-ray unit would continue to radiate without terminating exposure. The operator of the unit manually turned the unit off at the power on/off switch.